Manufacturer narrative:
Additional information: a medtronic representative reported that there was a microscope in use with the procedure. It was also reported that there was most likely a dataset being received by the navigation system when the reported issue occurred. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the system was functioning within specifications. The medtronic representative reviewed the system's logs and found that the system had to be restarted three times, after this the issue was resolved. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the system became unresponsive during surgery. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.